Event description:
(B)(4). It was reported that the doctor implanted two ureteral stents in the bilateral ureters of the pt. The optima ureteral stent was put in the right ureter while another company's stent was put in the left ureter. Twenty-six days later, the doctor tried to remove both the stents. The stent on the left was removed successfully while the stent on the right couldn't be removed. After checking, the doctor found severe encrustation on the surface and pig tail of optima stent. The doctor removed the stent after anesthetization, but injured the pt's ureter. The pt experienced hematuria following surgery and was prescribed an unk medication. The pt has since been discharged.

Manufacturer narrative:
The sample was returned. The complaint was confirmed as user related. The returned stent had calcification all along the stent surface and heavy calcifications on one of the pigtails. The surface of the stent was inspected under magnification using magnifier/loupe for any condition or visible defects which could have caused or contributed to the reported event and no discrepancies were observed. Functional eval revealed that the stent has coating along the outer surface of the stent. The calcification was removed from the stent and it was submerged into a water container for a few minutes. When the stent was taken out from the container it was noticed that the coating had been activated and was present along the stent. The finished product met all specifications prior to being released for general distribution. (B)(4).